Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer was failed and barcode was too dark to read which need to reset the settings. A technical support specialist dialed into station and logged off the application, then logged in as carefusion admin, accessed control panel, devices and printers and reviewed the zebra printer queue, where multiple print jobs were found stuck, cleared all stuck print jobs and restarted the print spooler, performed a test print, which was unsuccessful, removed the zebra printer from print management, rebooted the station, and logged back in as carefusion admin, reinstalled the zebra printer; however, the issue persisted, and the printer was still not printing correctly. A field service engineer revealed incorrect printer settings, which were corrected, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es zebra printer was failed and barcode was too dark to read which need to reset the settings. However, there were no delays or adverse events or injuries reported based on this event.